Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a5 and a6: no information provided. Block d4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported that while a patient was connected to an aisys, there was difficulty ventilating the patient, and the patient went into cardiac arrest. The patient was subsequently placed on extracorporeal membrane oxygenation (ECMO) but ultimately passed away.